Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01285. This report is being submitted as additional information. The referenced pump stoppage and driveline disconnect was reported under MFR# 2916596-2018-01284. Approximate age of device- 1 year and 8 months (calculated from the day the product was assigned to the patient to the day of the event.) Manufacturer's investigation conclusion: the reported event of the patient experiencing a no external power alarm while using the mpu was confirmed via the provided log file. The log file showed a no external power alarm on (B)(6) 2018 while connected to the mpu. The alarm lasted for a few seconds, and was resolved when power was restored. The emergency backup battery appropriately supported the pump during this event and the speed did not fall below the low speed limit. No further issues related to no external power alarms have been reported. As no product was returned for analysis, the root cause of the no external power alarms was unable to be conclusively determined through this analysis. It is also unknown whether or not the mpu was suspected to have been accidentally disconnected from wall power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with low speed and low flow alarms observed on their system controller. There are also reports of pump stoppage and driveline disconnect alarm. The log file reviewed by the manufacturer's technical services captured a no external power event on (B)(6) 2018. This appeared to be due to the mobile power unit (mpu) ac power cord coming loose at either the mpu power cord connection or the ac wall outlet. There was no interruption support to the patient and the mcs equipment operated as expected during this event. No additional information was provided.